Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694465 lead, implanted: (B)(6) 2006; 507652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during implant, the physician attempted to place the left ventricular (lv) lead in a posterior-lateral coronary sinus branch vessel. The lv lead was successfully delivered to the target branch, however the vein terminated quickly and it was determined that it was not a stable location. The lead was withdrawn and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.